Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported after an implantation time of approx. 46 months, that the lead showed high shock impedance measurements (greater than 150 ohm). The lead was deactivated.